Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an extreme headache and, after a computed tomography (CT) scan, it was determined she had a cerebrospinal fluid leak (csf) leak. The physician does believe that neither device nor procedure caused the leak. No intervention was provided during hospitalization. The patient was instructed to continue to hydrate and drink caffeine and was doing well.